Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. On 12/8/2025 stryker instruments discontinued the practice of filing mdrs for complaints related to small components detaching, missing, or falling off of device for devices registered under hwe product code in accordance with FDA's "final guidance on medical device reporting for manufacturers" section 2.15. This malfunction has not caused or contributed to any serious injuries or deaths in at least two years. No new mdrs will be filed for this malfunction and corrected supplemental mdrs will be submitted if necessary for any events pending device investigation. MFR report # 3015967359-2025-99385. Supplemental rationale corrected data: b5, h1, h6, h11 4 events were previously reported during the reporting quarter; however, - 2 events were determined to be not reportable. - 2 previously reported events are included in this follow-up record. Product return status 2 devices were received. Evaluation findings (results/components) 2 devices: wear problem / ring. Product disposition 2 devices: serviced and returned to customer.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 2 events for the failure: detachment of device or device component. - 2 events had problem identified during non-clinical procedure; there was no patient involvement.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 4 events for the failure: detachment of device or device component. 4 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 4 events were reported for this quarter. Product return status. 2 devices had investigation types that have not yet been determined. 2 devices were received. Evaluation findings (results/components). 2 devices: results pending completion of investigation / part/component/sub-assembly term. Not applicable. 2 devices: wear problem / ring. Product disposition. 2 devices: serviced and returned to customer. 2 devices: product disposition is not yet determined. Additional information. 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.